Manufacturer narrative:
Patient information is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking compression plate (lcp) drill sleeves were unable to be secured into the plate hole during surgery of distal ulna fracture. The surgery was completed by inserting three (3) cortex screws to the proximal region. It was reported there was a surgical delay, but the specific length of the delay is unknown. No adverse consequences were reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 8th november 2012, 323.034 / 8117639. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) lcp drill sleeve for drill bit 4.3 (part 323.034) was received for manufacturing investigation. The article is in a used condition with small scratches visible on the surface. During the manufacturing investigation, the conical lcp 2.0 thread of the drill sleeve was checked with a functional gage. The measured thread zero point of the lcp drill sleeve has an actual value of -0.06 mm, which is within the specifications of +0.15mm/-0.15mm (as defined on the product drawing). Therefore, the thread of the lcp drill sleeve should fit into the implant plate holes. As such, no manufacturing related issues were identified and/or confirmed. Device history record review: manufacturing location: (B)(4) - manufacturing date: november 6, 2012 review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.